Manufacturer narrative:
Additional information: an image was provided for evaluation. The distal end of the guidewire can be seen with a dislodged stent also visible. No image provided to show the mechanism of dislodgement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent was attempted to be used to treat a severely tortuous, severely calcified lesion in the mid lad. A telescope guide extension catheter was also used. The resolute onyx device was inspected prior to use with no issues noted. The lesion was pre-dilated with a non-medtronic balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the stent failed to cross the lesion and after the third attempt to cross, stent dislodgement occurred. The physician attempted to pass a 1.25 mm balloon into the stent once it was floating in the lad but was unsuccessful. A wire was then put along side it but the balloon could not be passed. The patient was put on a balloon pump and sent to surgery. The stent remains in the patient and was left in after a single bypass was performed. No further patient injury reported.

Manufacturer narrative:
Additional information: the device was prepped as per IFU with no issues noted. A wire was then put along side it in an an attempt to crush the stent against the wall, but the balloon could not be passed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.